Event description:
Customer reported that pump battery would not charge despite using a wall outlet and a tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Caller tried using different wall adapters and cables without success, prompting technical support to decide on replacing the pump. Customer will use manual insulin injections, while awaiting the replacement pump.